Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels ranging from 40 to 500 mg/dl. The customer was treated for the low blood glucose with a bolus. The customer was assisted with trouble shooting but found not malfunction with their insulin pump. The customer did not return the product back for analysis.